Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with bone wax and blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that on aortic clamping, the customer observed some drops of blood under the oxygenator originating from the lower part of the fibers. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the package. There was about 25 ml of patient blood loss as a result of this leak. No transfusion was required as a result of this leak. Medtronic received additional information that heparin was the anti-coagulant used.